Manufacturer narrative:
The investigation is ongoing. Further information has been requested but has not yet been received. A follow up medwatch will be submitted when additional information becomes available.

Event description:
The event occurred in the us. It was reported that the tyvek cover of the hls set is damaged. It was noticed during opening the packaging. It looks like something inside the kit punctured the paper seal during shipping. The outside of the box is fine, but you can also see a little dent in the extra cardboard layer above the hole in the seal. No indication of actual or potential for harm or death has been reported. Complaint ID: (B)(4).

Manufacturer narrative:
It was reported that the tyvek cover of the hls set intellipack was damaged making the product unsterile. The affected product was technically investigated at the laboratory of the manufacturer. Hereby a hole with dimensions of approx. 15,2mm x 8,0mm was detected within the tyvek cover of the hls intellipack 1. The sealing of the tyvek cover was still intact. After opening of the intellipack 1 it was detected that the 2 velstraps (attached to the hls module) were a bit loose. One velstrap was placed incorrectly at the bottom of the inlay. Additionally, two weld points of the welded inlay of the intellipack 1 were no longer intact. The most probable cause of the reported failure "hole in sterile hls set cover" was determined to be an inadequate fasteing of the hls module onto the insert of the intellipack 1 as well as an isolated detachment of the insert from the intellipack 1. This led to vertical movement of the hls module during transport whereby the brackets of the venous measurement cell holder at the blood inlet connector pierced the sterile tyvek cover of the intellipack 1. Thus the reported failure "hole in sterile hls set cover" could be confirmed. The root cause analysis of the manufacturer is ongoing.

Event description:
Complaint ID: (B)(4).

Manufacturer narrative:
The root causes of the reported failure "punctured paper seal" were determined to be a detachment of inner and outer tray due to a weld failure resulting in dislodging of the hls module into the tyvek foil as well as a loose principle of packaging of parts which caused free space for movement during transport which damages the sterile tyvek cover and creating holes. Maquet cardiopulmonary has already triggered a corrective action within the CAPA process in order to improve the design to prevent such packaging damage in the future. The affected product was produced before the corrective action was implemented. The corrective action contains of implementation of adequate fixed inlay within tray and secure accessory items within the packaging of hls set.

Event description:
Complaint ID: (B)(4).